Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The reported event of noise was not confirmed. However, an external abrasion due to friction to another device or feature of the heart breaching the optim sheath was noted at 13.2 cm to 13.6 cm fromthe distal tip. Additionally, another external insulation abrasion was noted caused by friction to the device can was noted at 40.7 cm to 40.9 cm from the distal tip. The insulation abrasion breached the re cable lumen with no damage noted to the etfe cable coating. Lastly, an internal insulation abrasion was noted at 20.5 cm to 20.8 cm from the distal tip. The insulation abrasion breached the svc cable lumen with nodamage noted to the etfe cable coating.

Event description:
It was reported that the patient presented in clinic after receiving an alert. The right ventricular lead was oversensing noise. The noise was reproducible with pocket manipulation. The patient was stable and would be explanted.

Event description:
New information noted that the lead was explanted and replaced. The patient was stable post procedure.